Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with the complaint and completed the failure analysis. The medium-large clip applier instrument was analyzed and failed the clip test due to misapplication of the clip. The medium-large clip applier was placed on an in-house system and passed the recognition and engagement tests. The medium-large clip applier could retain but not release the clip as commanded. There was also a bent grip, and the tip does not align with the other grip. The complaint was confirmed by failure analysis. Isi also followed up with the customer to obtain additional information. The medium-large clip applier was inspected prior to use and no damage was noted. The issue occurred during the procedure while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to an unsuccessful clip application. The weck hem-o-lok polymer ligating clips were used for the procedure. The clip size was medium/ large. The vessel or tissue bundle was not greater than the suggested diameter recommended by isi. There was no patient harm. A back-up clip applier was used to continue the procedure.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was used for a surgical task, and it would not fire. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.